Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via clinical trial that a 23mm aortic valve was disabled via a valve-in-valve procedure after an approximate implant duration of 8 years due to critical stenosis, trivial to mild regurgitation, thickened leaflets, reduced leaflet motion, and calcification. A 23mm transcatheter valve was implanted successfully. Per source documents, post-op echo showed a well-seated valve with normal hemodynamics. Patient was discharged home in stable condition on pod #1.

Manufacturer narrative:
Reference CAPA-20-00141.